Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, outside the patient, the loop retrievers were disassembled between head and shaft when the packages were opened. No surgical delay. It is unknown how the procedure was finished. Patient injuries were not reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.